Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic lobectomy procedure, when the device was about to be fired at the lungs, the first reload was able to fire but had a poor staple formation. When the surgeon was on the second firing, the device could not be fired even if the green button was pressed and the handle was squeezed. They replaced the handle to complete the procedure. There was no patient injury.